Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient began to experience pain in her right knee and popping in her right hip. This pain continued and traveled to her foot where it was coupled with numbness and tingling. It is further alleged that recent blood tests have shown alarmingly increased levels of cobalt in the patient¿s blood constituting cobalt poisoning thereby requiring a revision of the hip.